Event description:
I have high blood pressure after getting the essure placed in 2010. I get headaches all the time and dizzy spells. I only spot when on my period and it only last for a day. I am sleepy all the time and I have a reactive lymph node.